Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with primary osteoporosis and compression fracture at th11. Intra-op, the balloon ruptured while inflating. The inflatable bone tamp (ibt) failed during the first insertion attempt into the vertebral body. Product came in contact with the patient. No fragment of the balloon remained in the patient. No patient complications were reported. The procedure was completed using the complained balloon.

Manufacturer narrative:
Image review: submitted images appear to display a tear in the distal tip of the ibt balloon. Product analysis: visual and functional analysis identified an axial cut on the ibt balloon tip. During visual analysis the leakage was confirmed. Based on the information provided and visual analysis the observations are consistent with rupture of the balloon due to contact with bone splinters during surgery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.